Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('after hysto / have hysto') in a female patient who had essure (ess205) (batch no. Unk) inserted. The occurrence of additional non-serious events is detailed below. In 2002, the patient had essure (ess205) inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced libido decreased ("lower sex drive with essure"), amnesia ("memory loss "), migraine ("horrble migraines/huge blood clots"), mood swings ("mood swings"), genital haemorrhage ("heavy bleeding") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the medical device removal, amnesia, migraine, mood swings, genital haemorrhage and anxiety outcome was unknown and the libido decreased was resolving. The reporter considered amnesia, anxiety, genital haemorrhage, libido decreased, medical device removal, migraine and mood swings to be related to essure (ess205). Concerning the injuries reported in this case the following were reported via social media- headache, libido decreased, medical device removal, memory impairment, mood altered and vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-mar-2020: other reporter added to case; essure model updated to reflect the date of implant; adverse events added: "memory impairment, headaches, moody, heavy vaginal bleeds" based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('after hysto / have hysto') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2002, the patient had essure (ess205) inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced libido decreased ("lower sex drive with essure"), amnesia ("memory loss "), migraine ("horrble migraines/huge blood clots"), mood swings ("mood swings"), genital haemorrhage ("heavy bleeding") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the medical device removal, amnesia, migraine, mood swings, genital haemorrhage and anxiety outcome was unknown and the libido decreased was resolving. The reporter considered amnesia, anxiety, genital haemorrhage, libido decreased, medical device removal, migraine and mood swings to be related to essure (ess205). Concerning the injuries reported in this case the following were reported via social media- headache, libido decreased, medical device removal, memory impairment, mood altered and vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('after hysto') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced libido decreased ("lower sex drive with essure"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the libido decreased was resolving. The reporter considered libido decreased and medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, loss of libido. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.